Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support received the logs and photo from customer. It was seen that blower temperature alarms and blower failure alarm was triggered. The highest temperature recorded is 139°c. According to technical support after further review, it is most likely caused by a defective blower unit. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that their bellavista 1000 ventilator's blower temperature alarms were triggered then switched off automatically and they were unable to turn it on again. The customer disassembled and reassembled the ventilator then blower failure, battery faulty, inspiration valve or device leaky alarms were triggered. The reported event happened during ventilation on a patient. Patient harm is not known at this time.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. Initiated new blower and inspiration block replacement.